Event description:
It was reported that one hour after insertion of the iab, blood was seen in the helium tubing. Pumping was stopped, but the iab remained in the pt for an unspecified amount of time. Then, the iab was removed and replaced without any pt complications.